Event description:
On 9/7/94 dr made low anterior resection. The wound stapled with the stapler. The leak developed from the anastamosis on 9/10/94, thought to be secondary to staple failure. Pt expired.